Event description:
Customer called to report multiple sensor and transmitter issues with the insulin pump. Customer's blood glucose reading was 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit received with isig value out of range (0.00na) due to contamination contact pins #1-2.